Event description:
It was reported that a pump motor stall occurred with motor stall recovery. The patient had magnetic resonance imaging (MRI) performed on 2013 (B)(6) and the pump logs showed the motor stall occurred on that day at 1416. Pump logs showed stopped pump period may exceed tube set on 2013 (B)(6) and motor stall recovery occurred on 2013 (B)(6) after the pump was interrogated. The pump was not audibly alarming after the MRI and the patient was doing okay medically. The device system delivered dilaudid and bupivacaine. It was later reported that no patient symptoms were reported. A roller study was performed and was normal. The patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).